Manufacturer narrative:
(B)(4). The reported complaint for the iab catheter "still failed to be inserted properly" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "during the catheter insertion process, it was extremely difficult to push after entering the sheath tube. Even after exiting the part and attempting to insert it again, it still failed to be inserted properly. Change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a plastic bag and was loosely packed in the original packaging tray. Upon return, the one-way valve was tethered and connected to the short driveline tubing. The bladder was loosely wrapped. The iabc central lumen was noted kinked at approximate-ly 2.8cm from the iabc distal tip. The sheath was not returned with the sample. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0062in-0.0066in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Upon aspiration, water was unable to be pulled into the syringe. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full infla-tion was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. The guidewire met resistance and could not advance at approximately 2.8cm from the iabc distal tip; which is the location of the previously noted kink. No blood or de-bris was noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 3.5cm from the iabc luer. No blood or debris was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no rel-evant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "difficult to push after entering the sheath tube" is confirmed. A kink to the central lumen was noted during the visual inspection of the returned iab catheter, and resistance was noted at the locations of the kinks upon loading a guidewire into the iabc central lumen. Based on a review of the device history record (DHR), the product met specification upon release; how-ever, specifications were not met during the complaint investigation due to the kinked central lumen. The root cause of the kinks is undetermined, but a potential cause is customer handling. No further action is required at this time. This will be monitored for any developing trends.

Event description:
It was reported "during the catheter insertion process, it was extremely difficult to push after entering the sheath tube. Even after exiting the part and attempting to insert it again, it still failed to be inserted properly. Change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "during the catheter insertion process, it was extremely difficult to push after entering the sheath tube. Even after exiting the part and attempting to insert it again, it still failed to be inserted properly. Change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).